Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3.5 months after the dental implant was placed in (B)(6) site 30, the implant had not achieved osseointegration in type ii bone. Clinician reports peri-implantitis, pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3.5 months after the dental implant was placed in ada site 30, the implant had not achieved osseointegration in type ii bone. Clinician reports peri-implantitis, pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.